Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that more than the expected amount of medication was remaining in the smiths medical cadd medication cassette reservoir. It was reported that the cassette reservoir was filled with 100 ml of medical fluid with a reported delivery of "3.4 ml x 24h = 81.6ml." Per reporter about 30ml remained instead of the expected approximate 20ml. It was reported that subsequently the cassette was switched to the part number that had been used previously and the accuracy returned to "almost normal." No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: a cadd cassette reservoir set was received for investigation. The samples were visually inspected at a distance of 12 to 24 inches and normal conditions of illumination. The investigator noted that the slide clamp was activated in the 9 samples. Accuracy tests were performed on the samples using a cadd legacy plus, and a mettler toledo balance. No discrepancies were detected; the accuracy tests successfully passed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause could not be determined since the complaint was not confirmed.